Manufacturer narrative:
The insulin pump powered up properly after battery installation and the operating currents are within specification; no battery not compatible alarms noted. The insulin pump passed leak tests. All of the buttons are responding properly, no damage or moisture damage on the keypad assembly and no unlocked keypad connector. The insulin pump had minor scratched lcd window and case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a battery error alarm. It was stated that the device was frozen on this screen despite multiple battery changes. Blood glucose value is unknown. The insulin pump was replaced and returned for analysis.